Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with retuned battery cap. Battery cap able to fully tighten. A power loss was not observed. The battery compartment crack observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of additional moisture contamination inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.